Event description:
In february 2005, while wearing the sound processor, the pt reportedly experienced intermittencies. On the following day, while wearing the sound processor, the pt had no sound percept. In 2005, the pt was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. The pts device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.